Event description:
It was reported that when patient presented remote via merlin.net transmission, non-sustained t-wave oversensing was observed. Patient was asymptomatic. Recommended programming changes were made. Patient will continue to be monitored.